Manufacturer narrative:
Subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician.

Event description:
It was reported that the patient presented with pain due to the implant fracturing which led to revision.